Event description:
The recipient got into a fight at school 8 months ago where the audio processor (ap) broke. The parents were not sure whether he was hit on the head. Since then, the recipient did not have an ap and when he got a new one, he could no longer hear with the device. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation was carried out, but the device has not been received for investigation yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user got into a fight at school 8 months ago where the audio processor (ap) broke. The user's parents were not sure whether he was hit on the head. The user did not have an ap since and when he got a new one now in november, the child could no longer hear with the device. Re-implantation is considered.

Event description:
The recipient got into a fight at school 8 months ago where the audio processor (ap) broke. The parents were not sure whether he was hit on the head. Since then, the recipient did not have an ap and when he got a new one, he could no longer hear with the device. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient got into a fight at school 8 months ago where the audio processor (ap) broke. The parents were not sure whether he was hit on the head. Since then, the recipient did not have an ap and when he got a new one, he could no longer hear with the device. Re-implantation is considered.